Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) migrated from the shoulder to the under arm and dislodged the atrial lead. The lead was explanted and replaced. The device pocket was revised to a sub-muscular position and the crt-d remains in use. No patient complications have been reported as a result of this event.